Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The patient was doing stretching exercises and felt her hip dislocate. She was able to continue walking after event but felt something wasn't right and made an appointment with surgeon. Two weeks post event at surgeon meeting, revision surgery was booked. In revision surgery the 42e poly was found to have disassociated from the head and was lodged deep within internal pelvic soft tissues. Surgeon noted a large cyst was debrided from prox femoral region at 1st revision eight months prior and the poly seemed to have migrated and lodged in this space. Surgeon couldn't retrieve poly. Hip was revised to new stem, head and mdm poly. Existing cup wasn't revised.